Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the phaco tip broke in the patient's eye during a cataract procedure. They were able to remove it from the eye during the same surgery session. She indicated that the system gave an alarm indicating the tip was loose and upon removal the tip from the eye, they noticed that it had came off the phaco handpiece. They opened another pack and completed the cataract procedure. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
No phaco tip sample was returned for evaluation for the report of the tip breaking in the eye; therefore, the condition of the product could not be verified. A photo of the phaco tip was provided by the customer. A review of the device history records traceable to the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were no additional complaints associated with the lot for the reported issue. A review of the photo provided by the customer was reviewed. The photo showed a broken balanced tip at the transition between the cone and cannula. Based on the photo provided, the complaint did confirm a broken phaco tip. The root cause for the customer complaint issue could not be determined based on the photo. Because a sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue could not be determined. No additional action is required at this time. (B)(4).